Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported left side "spontaneously deflated." The device has been explanted.

Event description:
Healthcare professional reported a left side "spontaneously deflated." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "spontaneously deflated."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/may/2024.

Event description:
Healthcare professional reported a left side "spontaneously deflated." Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Event description:
Healthcare professional reported a left side "spontaneously deflated." Device has been explanted.